Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube kinks. The balloon has a 8mm longitudinal tear starting 8mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4) .

Event description:
Reportable based on device analysis completed on 25-may-2018. It was reported that crossing difficulty was encountered. The 95% stenosed, 15mm in length target lesion was located in the moderately tortuous, severely calcified, and 3mm in diameter left circumflex artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.